Event description:
It was reported that the patient with this pacemaker felt her heart picking and there was no syncope. The patient is 26 weeks pregnant and was worried, so she called an ambulance. At device interrogation, the code 1010 was presented, indicating that the therapy history had been corrupted, previously stored therapy history data has been deleted. The device was reprogrammed back to normal settings with fixed output and sensing in the right ventricular (rv) and the symptoms disappeared. The patient was kept in the intensive care unit with telemetry over the weekend. Subsequently, this device was explanted and replaced. Data was provided for review; however, the device was explanted prior to boston scientific technical services being able to provide troubleshooting steps. Technical services indicated that the device is exhibiting symptoms of having a high impedance battery. No additional adverse patient effects were reported. This device will not return as the hospital staff disposed the product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker felt her heart picking and there was no syncope. The patient is 26 weeks pregnant and was worried, so she called an ambulance. At device interrogation, the code 1010 was presented, indicating that the therapy history had been corrupted, previously stored therapy history data has been deleted. The device was reprogrammed back to normal settings with fixed output and sensing in the right ventricular (rv) and the symptoms disappeared. The patient was kept in the intensive care unit with telemetry over the weekend. Subsequently, this device was explanted and replaced. Data was provided for review; however, the device was explanted prior to boston scientific technical services being able to provide troubleshooting steps. Technical services indicated that the device is exhibiting symptoms of having a high impedance battery. No additional adverse patient effects were reported. This device will not return as the hospital staff disposed the product.